Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the connection between the pod and sensor was not established. The patient was admitted to the hospital for 5 hours where the hospital staff attempted to establish a connection without success. When the patient returned home, the connection suddenly established itself after approximately 2 hours. Additional information regarding the incident and name of the healthcare facility is being solicited. If additional information is received it will be submitted in a supplemental report.